Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with automated peritoneal dialysis therapy. There was no further description of the breach in aseptic technique. The bacterial peritonitis was manifested by abdominal pain. The patient was hospitalized on an unreported date for an unrelated indication when the bacterial peritonitis diagnosis was made. On unreported date(s) during the hospitalization, the patient was treated with unknown intravenous antibiotic therapy (medication, dosage, frequency, and duration not reported) for the bacterial peritonitis. Six days prior to the receipt of this report; dianeal therapies were discontinued, the peritoneal dialysis catheter was removed, and the patient was switched to hemodialysis therapy. Three days prior to the receipt of this report and after an unknown number of days of hospitalization, the patient was discharged and moved to a skilled nursing facility. It was unknown if the patient was recovering or was recovered from the bacterial peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.